Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply and there is no physical damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue. The battery springs are slightly bent. The unit power on and passed functional tests. (B)(4).